Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging an "er1" issue with her one touch ultramini meter and reportedly developed symptoms afterwards. The medical surveillance specialist (mss) spoke with the patient on september 2, 2009, to obtain/verify the following information: the patient indicated that the "er1" first occurred at 9:30am the day lifescan was contacted, when she attempted to test after her breakfast. She claimed that 2 hours after the error message occurred, she became jittery and her heart started to race. The patient administered self-treatment with food and/or drink and felt better afterwards. She felt that she could have prevented her symptoms if her meter worked after breakfast. The patient would have eaten something before her blood glucose levels dropped. According to the csr documentation, the "er1" issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly became hypoglycemic 2 hours after the "er1" issue occurred, and then had to administer self-treatment with food and/or drink. In addition, the "er1" was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.